Manufacturer narrative:
Driveline cable (B)(4) was not returned to heartware for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Review of controller log files revealed parameters to be within normal pump operation. However, on-site inspection revealed small cracks and tears in driveline. A driveline sheath repair was performed to mitigate the conditions reported. Heartware has initiated an investigation to evaluate driveline sheath damages. Based on the investigation conducted, the most likely root cause of the driveline sheath damage is exposure to uv light. Per the instructions for use (IFU): the IFU and patient manual outline steps pertaining to the care and handling of the driveline to controller connector and driveline cover in order to prevent damages which may result in vad stoppage. Additionally, a reference guide for both visual and tone alarms including potential causes and actions to take are also outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria.

Event description:
It was reported that the patient noticed cracks in driveline sheath where the driveline rubs on the shoulder pack.  A driveline sheath repair was completed with no reported consequences to patient.  No additional information provided.